Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received via email on 09-feb-2026: patient previously underwent a 4-corner fusion at the wrist using arthrex nitinol staples. By the 6-week post-operative mark, there appeared to be a loss of reduction with a shift of the capitate and lunate. This resulted in impingement of the arthrex staple at the dorsal distal radius with wrist range of motion. Patient is subsequently scheduled to undergo revision surgery.

Event description:
On 18-jan-2026 it was reported via email by the arthrex clinical research team that the following information was obtained from a clinical study (iirr-01740) for comparison of functional and patient-reported outcomes following four-corner fusion with nitinol staples versus proximal row carpectomy. One (1) patient had loosening of staples and a need for a revision procedure (yet to undergo) at 3 months post-operatively.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.